Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 1 bd syringe 0.5ml 29ga 1/2in had product damage issues. The following information was provided by the initial reporter : the customer reported that the shield was deformed.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd syringe 0.5ml 29ga 1/2in had product damage issues. The following information was provided by the initial reporter : the customer reported that the shield was deformed.